Event description:
It was reported that a little plastic ring where the reservoir goes in was broken off and the customer was unable to bolus due to the reservoir not connecting properly to the insulin pump. No further information reported.

Manufacturer narrative:
The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, missing the black original seal inside reservoir tube, cracked reservoir tube window, cracked reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.